Manufacturer narrative:
Device passed displacement test and self test. All operating currents are within specification. No unexpected failed battery alarms noted during testing. Hardware low level failures alarm confirmed in the pump history due to broken trace on keypad assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that failed battery test and hardware low level failure alarm on the insulin pump. Customer¿s blood glucose level was 8.2 mmol/l. Troubleshooting for the hardware low level failure alarm was performed. Customer advised they were able to clear the failed battery test alarm however the hardware low level failure alarm remained unresolved. Customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.